Manufacturer narrative:
Insulin pump failed displacement test (245.3 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform drive testing including displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported that her insulin pump had been exposed to an MRI. Customer's blood glucose was 253 mg/dl. She also stated she received a motor error alarm when she was trying to bolus. Customer declined to troubleshoot for high blood glucose. Customer also stated she received the alarm every time she tried to fill the cannula. No additional is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.